Event description:
The customer called to report that the physicist was doing qa on the on-board imager (obi) cone beam computed tomography (cbct) and the marker in the iso cube was shifted 6mm longitudinally. Issue was discovered during qa procedures. No actual patient was involved in this incident. No mistreatment occurred.

Manufacturer narrative:
Per hazard analysis held on 12/15/2006, we cannot rule out the possibility of serious injury to a patient due to this issue. Investigation has shown that this issue occurred because of a problem with the on-board imaging system calibration instructions. The cbct installation manual does not describe the importance of the y-offset value, thus this value has not been monitored closely by installers. There is no check to ensure that the 2d match and 3d match agree. This could lead to a situation where the patient is positioned in the incorrect location, resulting in the delivery of less radiation than intended to the tumor volume and/or over exposure of healthy tissues or critical structures.